Event description:
It was reported that the pump experienced a malfunction, with no significant events occurring beforehand. This led to the customer's blood glucose level exceeding safe values, though the specific level remained unknown as it displayed as "high." The customer had not yet taken any corrective actions to address the elevated blood glucose due to the malfunction but received instructions from technical support to reset the pump. Despite guidance, the customer was unable to perform the reset immediately and planned to follow up for additional assistance.